Event description:
New information on (B)(6) 2014 indicates the lead continued to exhibit noise with mode switch. The lead was capped on (B)(6) 2014 during a routine generator change out. The patient had no adverse event and was discharged the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise.